Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on the screen. No other insulin pump error was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Retainer = black customer returned pump for alleged critical pump error (open book image) alarm found on (B)(6) 2022. The pump was received with critical pump error (open book image) alarm, however the critical pump error was able to be bypassed/cleared (by simultaneously holding the back button and down arrow button). After re-initialization, the pump completed the bootup process and displayed pump error 3 alarm. Cleared the alarm and continued testing. The pump history and trace files were successfully downloaded using thus. A review of the downloaded history files shows that on (B)(6) 2021 there were three (3) pump error 3 alarms that occurred on at 10:44, 10:45, and 10:48. Per r&d engineering, the pump error 3 was generated since main mcu could not sync with the motor mcu. Suspecting the hw, fault isolated to the hardware. Additionally, r&d engineering noted a pump error 53 was triggered in filenum=14 (delivery_msg_hndl_basal.c). When pump shuts down after being in closed loop mode and powered back on, the basal rate was not updated and basal rate from the motor (0) did not match the current basal rate( 0.5), this is the sw issue. The open-book was generated due to 3 sequential critical errors (pump error 3). The pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Critical pump error (open book image) alarm is confirmed and is due to three (3) sequential critical errors (pump error 3), fault isolated to the hardware. Pump error 53 alarm was found in the history file due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.